Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 06/16/2016 with the following findings: device evaluation: the battery compartment was cracked from the top traveling to the bumper pad and from the case seal to the bumper pad. The battery cap returned with the pump had stripped threads and was not able to secure properly to the pump. The display was found to be discolored.

Event description:
The pump was returned for investigation. Investigation revealed battery compartment damage, battery cap damage and a display issue. This report is made based on results of investigation completed on 06/16/2016.